Manufacturer narrative:
One device was received and evaluated for the complaint regarding the needle button released event. Device #051871-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that over the past few months, they have had 5 to 6 v-go 40 devices that the needle button released on its own. The most recent occurrence happened on 05/13/2022 in which the needle button released on its own about an hour and a half after insertion. The patient stated with some devices they have been able to push the needle button back in. The patient confirmed they pressed the round portion of the needle button and sometimes they will press the entire needle button. The patient stated one device is available to be returned for evaluation.